Event description:
The MFR received info alleging a ventilator alarmed and auto-cycled during a check out prior to pt use. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed to cycle. A failure of the pressure transducer was observed. The device's front module was replaced to address this issue. The device was recalibrated to address the reported alarm (check o2).